Manufacturer narrative:
(B)(4). Date sent: 8/17/2015 information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested and obtained: please provide clarity of surgery: was the original procedure laparoscopic?: yes. Does this surgeon perform multi-port or single incision procedures: multi-port and what is his experience with each?: no information. What device was used with the reloads?: pse60a. Were there any issues noted with device performance in the initial procedure?: no. How was the leak identified?: no information. Where was the site of the leak?: no information. Was the device used to create common channel or create otomy?: no information. During reoperation were any issues with staple formation noted?: no information. Were diversions required?: no information. What is the current patient status?: stable. (B)(6).

Event description:
It was reported that after a single-incision laparoscopic right hemicolectomy on (B)(6), leak occurred from the anastomosed site one week after the operation. Reoperation was performed under an open procedure to repair the leak. The amount of the leak was unknown. Blood transfusion was not required. The cartridges of the initial operation were two ecr60d and two ecr60b. A device loading the cartridges was used on the jejunum and the colon. The hospitalization of the patient was extended. Lap right hemicolectomy had ever been performed multi-port laparoscopic surgery in this hospital. But this event occurred to change the surgery to a single-incision.